Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump's downstream occlusion alarm was defective or damaged. The reported event that the reported event did not occur with a patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not verified regarding "dso (downstream occlusion) alarm is defective or damaged". Inspected the pump and performed functional test and it passed. However, the event log did show numbers of high alarm around the time of the complaint. Service recommended the downstream occlusion sensor be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.